Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/26/2023. Additional information: a2, d1, d2a, d4 (expiration date, catalog, lot #), h4. Additional b5 narrative: it was reported that following the procedure the patient experienced abdominal pain and hernia recurrence. It was reported that the patient underwent mesh revision on (B)(6) 2018 due to adhesion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 1/26/2023.